Event description:
Patient participated in a (B)(6) of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with a tplif (transforaminal posterior lumber interbody fusion) spacer at levels l4 and l5 size with pedicle screws at l4 and l5. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 12 months. Surgery date was (B)(6) 2006 and postoperatively patient experienced csf leak, requiring intraoperative repair at time of initial procedure. This is 14 and 14 reports for this event. This complaint is for the screw head at l5.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.